Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 7 was failed to open. A field service engineer identified that the solenoid had expanded, preventing the plunger from moving, and the retractor band was failed, replaced the solenoid, retractor band, and controller board, then rebooted the unit. Verified operation in the hardware test application and completed testing, launched the application and allowed the customer to recover and access pyxis without issues. Confirmed functionality through successful testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full height drawer 7 failed to open. However, there were no delays or adverse events or injuries reported based on this event.